Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - impact and component code that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section.

Event description:
Customer stated that the insulin pump was exposure to magnet as they passed through the body scanner while wearing the insulin pump. Customer performed displacement test and passed. Customer reported that they received sensor updating alert when the low blood glucose event was occurring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer stated that the blood glucose was 36 mg/dl at the time of incident and the customer¿s current blood glucose was unknown. Customer stated that the low blood glucose was treated with glucose tablets and food. Customer did not experienced any symptoms related to low blood glucose. Customer had been using insulin pump within 48 hours of low blood glucose event. Customer stated that auto mode smart guard feature was active at time of incident. Customer stated that troubleshooting was done for low blood glucose. Customer reported that the insulin pump will not be returned for analysis.